Event description:
An altitude alarm was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. Although the pump was out of warranty, technical support decided to replace it, and the customer indicated she would check if she possesses another pump under warranty. If not, she planned to contact technical support again.